Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, (1) tube underfilled. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. G5: PMA/510(k)#: two additional codes apply; k213670, k231373. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.